Manufacturer narrative:
Findings: unable to prime unit during prime (a33) test due to faulty fsr (gold). No a33 alarms were noted. Unit received with cracked case at display window corners and battery tube threads. Unit received with minor scratched lcd window. Mr 11/03/2014 the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer's insulin pump could not accurately indicate how much insulin was in his reservoir. His or her blood glucose was unknown at the time of reporting. The insulin pump was returned. No additional information was reported.